Event description:
According to the information received, a 26mm amplatzer septal occluder (aso) was deployed, but prior to placement, the patient experienced a small pericardial effusion. The native atrial septal defect size was 18mm. Using balloon sizing the atrial septal defect measured 22-24mm. The patient was monitored for several days in the hospital during which the effusion was stable and the patient was asymptomatic. The effusion later resolved. A year after implant, chest pains developed that were clinically felt to be costochondritis in origin. An echocardiogram at that time demonstrated no effusion and the pain resolved. The patient has had chest pain for the last year, but over the last few weeks, the chest pain has become more frequent, sharp, lasting 2-3 minutes, resolving spontaneously and is not reproducible, and is exacerbated by inspiration. The clinical impression of the chest pain continues to be musculoskeletal in origin. Echocardiograms have demonstrated no effusion. The patient has had two episodes of syncope, which may also be vasovagal in origin. Intervention for the syncope was not required.

Manufacturer narrative:
A follow-up report will be submitted upon completion of our investigation.

Manufacturer narrative:
The device involved in this event was not returned to sjm for evaluation, as it remains implanted. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. This event was reviewed by the st. Jude medical erosion board and based on the information available the cause of the pericardial effusion could not be determined, however; no erosion occurred.